Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.

Event description:
It was reported that a temperature alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 26 october 2022, the distributor reported the additional information: the pump history was checked, and it was confirmed that multiple temperature alarms occurred starting on 14 september 2022. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.